Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and after running the unit for an hour the issue could not be duplicated. The unit was due for pm, the regulator, o2 sensor and internal battery pack was replaced. It was confirmed that all values were within specification.

Event description:
The customer reported intermittent volume return that is near half the delivered volume on the vela ventilator. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.